Manufacturer narrative:
Product analysis: the analysis could not confirm the customer comment of the programmer was unable to turn on. The programmer powered up and interrogated with no issues. The software was reloaded and updated. It was also determined at analysis that the stylus tip was pulling apart and was not functional. The keyboard was missing four screws and the printer drawer was broken. The lower-case feet were worn, and the power cord bay was broken. The keyboard slide cover was missing, and the keyboard hinges were broken. The eco connection was loose, and the system fan was noisy. All found defective parts were replaced and all other identified issues were resolved. The device then passed all final functional tests.

Event description:
It was reported that the programmer was unable to turn on. The programmer was returned for service. It was further reported that the programmer subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.